Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ on a patient with a restricted posterior leaflet and a vertical heart. A mitraclip xtw was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that tissue damage was observed. To stabilize the slda clip, an additional clip was implanted, reducing mr to a grade of 1-2. The procedure was successfully completed, and the patient was reported to be stable and remained hospitalized.

Event description:
Subsequent to the previously filed report, additional information was received: no tissue damage was observed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported slda could not be determined. The reported difficulty visualizing the clip appears to be related to imaging quality and patient anatomy. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4559.